Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the internal abdominal wall to prevent carbon dioxide leakage in a laparoscopic appendectomy procedure, 2 balloons spontaneously burst. No pieces or fragments fell into the patient's cavity. The balloons were inspected to ensure there were no missing pieces. A replacement trocar was used to complete the procedure. There was no patient injury.